Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and was turning off immediately after being powered on. The user replaced the batteries but the issue persisted. The status of the epg is unknown. No patient complications have been reported as a result of this event.